Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was stopper creep with a bd tube acd gh 13x100 6.0 plblce yel. The following information was provided by the initial reporter: material no: 367756, batch no: unknown. (2 of 2). It was reported the stopper pullout testing at maximum irradiation dose for acd tube cat# 367756 did not meet the specification requirement for mean and individual values for 2nd stopper pullout forces the stopper pullout testing at maximum irradiation dose for acd tube cat# 367756 did not meet the specification requirement for mean and individual values for 2nd stopper pullout forces. The mean 2nd stopper force for the maximum dose is 0.623lb which does not meet the required 2.2lbs. In addition, there were 26 samples from maximum dose that did not meet the individual values of equal to or greater than 0.7lbs.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel smearing and oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to gel smearing and oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.